Manufacturer narrative:
Summarized patient outcomes/complications of discontinuation of antithrombotic management following left atrial appendage occlusion in high bleeding risk patients were reported in a research article in a subject population with multiple co-morbidities including prior bleeding, prophylaxis, dyspnea, atrial fibrillation, and cerebrovascular disease (ischemic, hemorrhagic). Some of the complications reported were hemorrhage, thrombosis, stroke, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: discontinuation of antithrombotic management following left atrial appendage occlusion in high bleeding risk patients.

Event description:
The article, "discontinuation of antithrombotic management following left atrial appendage occlusion in high bleeding risk patients", was reviewed. The article presented a retrospective, single center study on the efficacy of using maximum of 6-month antithrombotic treatment post-left atrial appendage occlusion (laao) in high bleeding risk patients with atrial fibrillation. Devices included in the study were amulet (abbott), omega (eclipse medical), lambre (lifetech scientific), watchman (boston scientific), and coherex (coherex medical inc.). The article concluded that complete cessation of antithrombotic treatment 6 months after laao was associated with a low incidence of subsequent stroke or tia in patients at high bleeding risk. [(B)(6)]. The time frame of the study was from february 2015 to january 2024. A total of 128 patients were included in the study, of which it was not specified how many received an abbott device. It was reported amulet, omega, and lambre combined accounted for 101 (78.9%) patients. The average age was 77 years and the majority gender was male. Comorbidities included prior bleeding, prophylaxis, dyspnea, atrial fibrillation, and cerebrovascular disease (ischemic, hemorrhagic).